Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2012-05964, 05965. The patient had two leads (from different lots). It was reported the patient had fallen. Afterwards, the patient lost stimulation. Allegedly, x-rays were taken and revealed both leads had migrated. On (B)(6) 2012, the patient's scs system was explanted and replaced.